Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas stopped delivering therapy when it ran out of battery after the user forgot to charge it; the agent instructed the user to place the device on the charging pad, after which therapy was expected to resume. Symptoms included hyperglycemia, with a reported peak blood glucose of 315 mg/dl and elevated levels lasting approximately 14 hours, without alerts for sustained glucose above 300 mg/dl and without ketone testing, back-up therapy, or medical intervention. Outcomes included transient elevated blood glucose without reported acute complications or need for assistance. Investigation included troubleshooting and user education regarding proper charging and device use. Investigation of this case revealed user-related charging oversight with no device alarms reported and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.